Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics issue was observed likely due to the battery voltage being near the end of the midlife period, which may result in the programmer's longevity estimate being longer than expected when compared to estimates from previous and subsequent device checks.